Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 323.034, lot: 8117633, manufacturing site: hägendorf, release to warehouse date: 06.november 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The shipped back device ¿lcp drill sleeve 2 w/scal f/drill bit ø1¿ article number 323.034 with lot number 8117633 is in used condition. Some scratches are present all over the device, but it looks still able to function properly. Functional tests were performed on device ¿lcp drill sleeve 2 w/scal f/drill bit ø1¿ 323.034 with lot number 8117633, according to inspection sheet valid when manufactured (2012). The device passed all the functional test performed. For this reason, the complaint could not be replicated. In order to perform the investigation, the following documents (valid when the device was manufactured) were reviewed: device history record (DHR) 8117633; inspection sheet ¿halte/+distraktionsinstr f/ecd¿; the manufacturing process was executed according to the analyzed documents and no anomalies were identified. According to evidence is not possible to address the final root cause to a manufacturing issue. Most likely a mishandling of the device led to the opening of this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for ulnar distal end fractures by using the distal ulna plate. During the surgery, the surgeon had difficulty in engaging the sleeve with the plate. There was a surgical delay of less than thirty (30) minutes. The procedure was completed successfully. Concomitant devices reported: lcp drill sleeve 2 w/scal f/drill bit ø1 (part number 323.034, lot 8476367, quantity 1), plates (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.5mm threaded drill guide with depth gauge. This is report 1 of 3 for (B)(4).